Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Reportedly, emergency medical technicians provided 2 bottles of a high sugar drink and a glucagon shot to the customer to stabilize bg level. The customer stated that the suspected cause of the low bg was due to being on a liquid diet. Subsequently, the customers bg level elevated to 400 mg/dl, due to overcorrecting for the low bg. No insulin was given, but the customer's bg level was monitored as it lowered to 208 mg/dl. A recommendation was made for the customer to contact their healthcare provider to discuss factors that may affect bg level.